Event description:
This patient had a bilateral breast augmentation in 1974. She noticed fatigue in 1979 after the birth of her first son. The fatigue persisted and in 1982 she also developed chronic back pain and swelling in the fingers and ankles. She also had painful shoulders and neck. She also has night sweats. A periprosthetic capsulectomy with removal of the implants was performed. N/both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.